Event description:
It was reported that the generator displayed an error code e433. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name and address: due to limitation of text characters added here: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found a high-voltage board malfunction caused error e433. Based on the results of the investigation, the reported malfunction is caused by a component failure of the high-voltage board. The high-voltage board failure is an electrical/electronic component problem, but the definitive root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.